Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the recurrence of pain symptoms could not be determined. The most probable root cause for the broken removal guide rod is user error, overtightening of the removal guide rod.

Event description:
The patient had left side si joint arthrodesis in 2016 where three implants were placed. The patient later reported to a different surgeon with complaints of a recurrence of si joint pain symptoms. The surgeon suspected late loosening of the implants on the sacral side. He did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the attempted to remove the most superior positioned implant with chisels. The most superior positioned implant was solidly fixed in bone even after chiseling through the ilium side of the implant. The surgeon broke the tip off the implant removal tool inside the implant trying to remove the superior implant. The tip of the tool is safely inside the implant and is unlikely to cause further issues. The surgeon decided to end the revision procedure. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.